Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4592 implantable pacing lead (B)(6) 1999. (B)(4).

Event description:
It was reported that the right ventricular lead impedance has been trending upward overtime and that the lead will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pocket stimulation due to the programming in the right ventricular lead and also experienced weakness. It was further reported that there was high impedance, rising impedance overtime, and varying thresholds in the lead when programmed to bipolar settings. The lead was initially reprogrammed to unipolar setting; however the patient could not tolerate the unipolar settings due to pocket stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.